Manufacturer narrative:
(B)(4). Concomitant medical products: c05cc44, dual mobility ades cmntd 44mm, 043468090a; 05pe2244, d-mob ades insert 22.2mm sz44, 071491140a; 66017569, palacos r +g 2x40 g, 201912; 3325040, depuy cmw 2 bone cement with gentamicin 40g fast set, 201810; 00-8011-020-20, allen plug hdpe/baso4 10c/20fl, 63317143; 00811400100, femoral stem 12/14 neck taper standard offset size 1 130 mm stem length, 63265694. Report source: (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient's hip was revised one month post implantation due to dislocation and subluxation. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
UDI : (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.